Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. Customer¿s blood glucose was 20 mg/dl at the time of hospitalization. The current blood glucose level was 286 mg/dl. Customer treated with glucose tablets and liquid solution for low blood glucose. Customer was alleging the insulin pump for over delivering because of unexplained low sugar. Customer also stated that the insulin pump had a motor error. Customer also stated that the drive support cap was normal. Customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.